Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. There was no reported adverse event associated with this complaint. There was no additional information available for this complaint. This comlpaint is being reported due to reported malfunction noted above.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the last basal delivery was on (B)(6) 2016. The last bolus delivery was an 8.0 unit (u) bolus on (B)(6) 2016 at 17:09. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test with no delivery defects found. The pump delivered within required range and delivered accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.